Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the electrode belt ECG "c&d" cables being broken, damaging wires in the cable. The root cause for the broken cables was physical abuse. There was no adverse event that resulted from the damaged belt.